Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during use during prime. The home patient (hp) stated that she disconnected the bags to see if the solution would flow out of them and then reconnected them. The baxter technical service representative (tsr) advised the hp to cycle the power and restart the setup with all new supplies. A follow up was done with the hp. The hp stated they have continued therapy no injury or medical intervention was reported as a result of this incident.

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). The reported condition cannot be confirmed in the lab due to a lack of sample. The root cause was determined to be user error. Review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.